Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had loose and faulty cabling. The surgeon was unable to fully open or close the jaws. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The fenestrated bipolar forceps instrument was placed and driven on a test system. The fenestrated bipolar forceps passed the recognition and engagement tests. The fenestrated bipolar forceps moved intuitively with full range of motion in all directions and the grips opened and closed properly. The fenestrated bipolar forceps instrument was fully functional. No product issue was identified for the customer reported complaint. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the exterior base of the grip tips. The thermal damage to the yaw pull is unrelated to the conductor wire. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The fenestrated bipolar forceps instrument passed the energy recognition and delivery tests when installed on a test system. The root cause for this failure is attributed to the mishandling / misuse, commonly caused by excessive energy output. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on the reported event date of (B)(6) 2022 using system sk2670 during a radical prostatectomy w/o lymphadenectomy. The instrument has 12 remaining usable lives with no subsequent use recorded. This complaint is a reportable malfunction due to the following conclusion: the fenestrated bipolar forceps instrument had thermal damage on the bipolar yaw pulley and passed the electrical continuity. Although there was no arcing reported by the customer, the thermal damage is potentially indicative of stray energy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.